Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having hardware removal procedure for right word coronal imbalance, anterior sagittal imbalance, severe thoracolumbar disc desiccation and collapse. Medical history: the patient had prior history of multiple spine surgeries ultimately resulting in t5-ilium posterior spinal fusion. After a recent fall, she presented with worsening thoracic back pain. Images showed a fracture of the left t5 screw and the left iliac bolt. Her failure to fully fuse prompted concern for indolent infection. The patient had a previous unid rod failure (implanted (B)(6) 2019 and revised (B)(6) 2020). The procedure involved was t5-iliac posterior spinal fusion, l5/s1 spo, l5/s1 plif. It was reported that the t5 and iliac screw broke post-operatively and partially removed, the screw shanks were left in the patient as they were not able to be removed. On (B)(6) 2021, the patient reported that she has a protrusion under her skin on her back and feels like the further the day goes on the more pain she gets in her back. The patient had a pseudo arthrosis with broken screw at t5 and iliac where she was treated with removal of hardware and irrigation and debridement with provisional fixation t10-pelvis with bedrock fixation on (B)(6) 2021. The physician stated that from the CT scan of patient's t and l-spine, it is clear that the patient has significant nonunion throughout the whole spine which is the cause for her instrumentation failure. At this point this brings up the concern for an indolent infection. The hardware has failed as a result of non-union/infection. The initial surgery t5-iliac was performed on (B)(6) 2019, the patient then had a fall and broke the rods and had a revision surgery of l3-iliac on (B)(6) 2020 where the iliac screw then broke and were replaced on (B)(6) 2020. There were no further complications reported regarding the event.